Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open sore underneath each of the electrodes that is raw and is blistered. There was no alleged device malfunction contributing to the open wound. The patient¿s physician advised removing the device to heal the open wound. Follow up indicated that the open wound improved.